Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
MFR rec'd device tracking info indicating that pt underwent ncp system replacement due to lead discontinuity. Further f/u with the treating physician revealed that system diagnostic testing during the last office prior to surgery, resulted in high lead impedence, indicating a possible lead break. Further f/u with the surgeon, revealed that system diagnostic testing, performed after the replacement generator was attached to the existing lead, continued to yield high impedance. No serious injury was reported.